Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during (cbd) an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, a small piece of the distal tip of the catheter detached into the patient. Another extractor pro balloon was used with several sweeps to remove the detached pieces from the patient. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the returned complaint device revealed that the catheter was broken in two different sections; the first one was exactly located on the proximal ro marker on the distal tip; the other section was located more towards the balloon hub. The ends of these pieces were stretched, and the catheter was also kinked and stretched in other sections. Functional analysis could not be performed due to the condition of the device. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and there is no evidence that the device was used in a manner inconsistent with the labeling.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during (cbd) an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, a small piece of the distal tip of the catheter detached into the patient. Another extractor pro balloon was used with several sweeps to remove the detached pieces from the patient. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.